Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that unspecified hardware components were replaced. The navigation system then passed the system checkout and was found to be fully functional. The camera (product ID: camera refurb (B)(6) vega base s8 svc, serial/lot: (B)(6)) was returned to the manufacturer for analysis. Analysis found that there was a damaged camera and/or system control unit (scu). This issue was documented in a medtronic navigation hardware anomaly tracking database. H6: additional review indicated codes d15, b17, c20, c02 is not applicable to the event. Codes d02, b01, c13 apply to the system (product ID: surgn cart 9735665 stealth s8 premium, serial/lot: (B)(6)). Codes d02, b01, c08 apply to the camera (product ID: camera refurb (B)(6) vega base s8 svc, serial/lot: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); product type: ; implant date n/a; explant date n/a product ID unk_nav_comp (unknown serial/lot); implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: camera 9735821 vega base s8 svc h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was reporting localizer faulted. The representative tested and found the ndi toolbox displayed "bump detector battery fault. Return for service. Bump detected. Accuracy assessment recommended. Storage temperature exceeded." System camera age indicated the psu internal battery failed. There was no patient involvement.